Event description:
The technician alleged the side rail could not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail slide bracket is bent preventing the side rail to raise to locking position. The technician replaced the side rail slide bracket to resolve the issue.